Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received a result of 5.6 mmol/l at 3:00pm on her aviva system. A "few minutes later" the customer had a hypoglycemic event that she was unable to self-treat. The customer's husband treated her with glucogel and she recovered. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.